Manufacturer narrative:
(B)(4). The device remains in the anatomy. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is conservatively filed for patient death approximately 2 years and 8 months post mitraclip implantation. The study physician was unable to provide an assessment of the relationship of death to the device. It was reported that, on (B)(6) 2012, one mitraclip device was successfully implanted in a patient with degenerative mitral regurgitation (mr) grade 4, reducing the mr to 1-2 with satisfactory results. On (B)(6) 2014, the patient expired in an assisted living facility while under hospice care for the past year. The cause of death was not provided, therefore, the study physician was unable to provide an assessment of the relationship of death to the device. There was no additional information provided.

Manufacturer narrative:
(B)(4). In this case, there was no reported device malfunction and the device was not returned. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effect of death, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Based on the information reviewed, a definitive cause for the reported patient effect and the relationship to the device, if any, cannot be determined. There is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed medwatch report, the additional information was obtained: per study physician, the patient death, occurring on (B)(6) 2015 has been assessed as unrelated to the implanted mitraclip and unrelated to the index procedure. No additional information was provided.

Manufacturer narrative:
(B)(4).